Manufacturer narrative:
It was reported that the cord and motor of the bed caught on fire. There was no patient injury or need for medical intervention. Multiple unsuccessful attempts were made to obtain the sample for evaluation. We have no photos of the device and there is limited information available regarding the incident. The overall condition of the cord, motor and bed is not known. We do not know if there was any prior cord damage that may have played a contributing factor in the reported incident. It is not known if ongoing maintenance had been performed on the device. A root cause has not been determined. However, due to the reported incident and in an abundance of caution, this medwatch is being filed.

Event description:
It was reported that the motor and cord of the bed caught on fire.